Event description:
It was reported that this right ventricular (rv) lead was surgically revised after multiple alerts due to high out-of-range pace impedance measurements greater than 2,000 ohms in bipolar configuration. Impedance measurements had risen over the course of a month. Unipolar impedance was 420 ohms and thresholds were good. It was noted that the patient was pacer dependent. Possible causes were reviewed, and ts discussed that this appeared to be physiologic rather than lead fracture. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.